Manufacturer narrative:
The device passed the displacement test. Pump error 63 alarmed during self test and was confirmed in the formatted history file due to broken trace at pin, keypad assembly. Pump error 3 was confirmed in history file.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had multiple pump error alarm. The blood glucose was unknown. The customer stated that they were able to clear the alarm and complete the rewind. The self test was performed and they got insulin pump error alarm. The device will be returned for the analysis.